Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had excessive vibration during use. It was further determined that the bearings were worn out and broken, causing the device to have excessive vibration. It was determined that the issue was consistent with normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was not working with the motor device. During in-house engineering evaluation, it was observed that the device had excessive vibration during use. The reporter stated that the device was left in a repair bin. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.